Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing blood glucose levels over 400 mg/dl since the night before the call. The customer reported treating with a bolus, but his blood glucose level did not come down. Blood glucose level at the time of the call was over 500 mg/dl, which was to be treated with a manual injection. The customer stated that he had an issue with bad infusion sets several years prior to the current incident. The insulin pump was not replaced or returned for analysis.